Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partially extended. Puncture holes noted in the insulation likely related to explant. Blood/body fluid noted in the outer lumen likely due to the puncture holes. Blood/body fluid noted in the neck region and in the helix housing. The tip and helix appear intact and undamaged. The distal side of the fracture shows that the conductor coil is stretched and birds nested at the fracture site. The birds nested coil would indicate a fracture while attempting to retract the helix. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Additional information received, and a supplemental report is being filed.

Event description:
The right atrial (ra) lead experienced dislodgement and was explanted.